Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-nov-2022 to 15- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that multiple stations were on critical override and showed disconnected. A technical support specialist configured all services back with their power. He noticed by the sql instance that backup jobs and reindex sql jobs were still configured with previous service accounts, correcting the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that multiple bd pyxis¿ medstation¿ es systems' were on critical override and showed disconnected. They did not report any network issues on their end. The customer added that this malfunction caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a configuration issue. The technical support specialist configured all services to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that multiple pyxis medstation systems were showing on critical override and were disconnected, delayed the administration of almost all medications. The customer stated that the staff were unable to remove medications or direct new orders. There were no adverse events or injuries reported based on this event.